Event description:
The patient reported that there is a possible catheter dislodgement or kink; spasticity returned last week. The patient has seen hcp and bolus was given and they have removed medication as well. Patient states may be suffering from "withdrawals". A follow-up report will be sent if additional information becomes available.